Event description:
It was reported that after a procedure, during cleaning, it was noticed that a screw was missing from the device. An x-ray was taken of the pt to determine if the screw had been retained. There was no indication that the screw remained in the pt. No add'l info has been received from the account, despite numerous attempts.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.